Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 441 (mg/dl). Customer administered a bolus and manual injection to treat their bg level. Review of pump data by tandem technical support did not reveal any anomaly in pump performance. Recommendation was made to consult with their health care provider to discuss diabetes management.